Manufacturer narrative:
Product sample was not returned to 3m for analysis. 3m¿ cannot determine the exact root cause of the alleged injury or whether a 3m¿ coban¿ sterile self-adherent wrap was the root cause. The instructions for use (IFU) states, this product contains natural rubber latex which may cause allergic reactions. 3m will continue to monitor complaints and trends for this type of report.

Event description:
A 58-year-old male allegedly experienced severe blistering within 24 hours post application of a 3m¿ coban¿ self-adherent wrap, 1584, lot 103731727. The largest blister was reportedly 5cm x 9cm with water exudation observed at the bandage site. The area was disinfected with iodine. No medical interventions were reported.